Manufacturer narrative:
The lot number of the device involved in the reported event is not known at this time.

Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm "no disposable".